Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2020, a 4-2 amplatzer piccolo was implanted. Contrast showed good placement. However, the device embolized into the pulmonary artery. The device was snared. The patent ductus arteriosus (pda) was remeasured and there was a notable narrowing of the defect when the catheter was placed back into the pda. The case was aborted. The hospital will wait a week to re-evaluate the patient.

Manufacturer narrative:
Additional information for b5, g4, g7, h2, h6, and h10. An event of embolization of the 04-02 piccolo device was reported. The results of the investigation are inconclusive since the device was not returned for analysis. A review of the measurements as reported from the field was performed. Per the sizing table in the instructions for use, arten600042307 version a, the correct size piccolo occluder for the measurements provided was a 05-02, larger than the embolized device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The implantation of a smaller than recommended device could have contributed to the reported event, however, the cause of the reported event could not be conclusively determined

Event description:
On (B)(6) 2020, a 4-2 amplatzer piccolo was implanted on a 1200 grams patient with a pda dimension: minimal diamater: 3.6mm, aortic ampulla: 3.6mm, length: 9.1 and 10.3 mm in the intraductal. Contrast showed good placement. However, the device embolized into the main pulmonary artery. The device was snared. The patent ductus arteriosus (pda) was remeasured and there was a notable narrowing of the defect when the catheter was placed back into the pda. The patient remained hemodynamically stable throughout the procedure and the case was aborted. After transferring back to the nicu, blood gas showed a 10 point drop in hematocrit. It was found that the patient also had a vascular complication which appears to be related to some injury to the ivc during advancement of the catheter and wholey wire, resulting in an intra-abdominal collection of blood mostly around the liver. He was transfused and the abdominal exam was followed closely with eventual decrease in the size of the hematoma, and no need for intervention. The patient is currently stable and did not have any permanent injury or further complications.